Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device would not be returned and was disposed of at the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was not quite ready for replacement as the patient has had device implanted for 5 years. However patient reported to the hcp office on monday that they lost a ton of weight and the ins was flopping around in the pocket, around belt line. Patient reported if she did not bring the recharger (insr) anywhere than the ins would die. Hcp has decided to that instead of pocket revision, a replacement of the ins will take place. Ins is currently in patient's stomach and wants to move it to her flank. It was reviewed that rechargeable ins last 9 years and if ins is flipped it would most likely cause issues recharging. Additional information was received and it was reported the patient was charging 6 hours a day. Replacement of the ins took place. The ins was moved to the right flank area. No further complications were reported/anticipated.